Event description:
White teflon pad detached from the device and fell into pt. Pad was removed from pt.

Manufacturer narrative:
At the time of this report, the investigation of the returned device was still in progress.